Event description:
Per medwatch report from user facility, bioglue was utilized for dural closure. During a second procedure for the placement of a shunt, a collection of csf with a "straw colored tinge" was observed and a portion of bioglue was removed. A third procedure was performed, which involved irrigation and debridgement of the wound and revision of the shunt. Add'l portions of bioglue were also removed during this procedure. The medwatch report indicates that the pt experienced a "sterile reaction".

Manufacturer narrative:
An investigation has been initiated and is ongoing. Further info obtained will be included in the follow-up report.